Event description:
It was reported that during a thoracotomy procedure, the device did not fire completely and there was an incomplete staple line at the distal end. There was a great deal of bleeding. It is unknown how the case was completed or how the bleeding was stopped. Patient is stable at this time.

Manufacturer narrative:
The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.